Event description:
The patient¿s pd nurse stated that the patient was admitted into the hospital on (B)(6) 2026 for pd catheter (not a (B)(6) product) malfunction. The nurse stated the pd catheter had good inflow but no outflow. The patient remained in the hospital at the time follow-up was performed for pd catheter medical intervention (possible surgical revision). The nurse confirmed the event was not caused by (B)(6) product and was due to pd catheter malfunction. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".